Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 208 mg/dl. Customer reported there wasn't any unusual event that may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.